Manufacturer narrative:
(B)(4). The sample was not returned and the lot number is unknown therefore no evaluation or batch review was performed. Should additional information become available a follow-up will be submitted. This is the second of four reports associated with mini-caps falling off.

Manufacturer narrative:
(B)(4). Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
Initially, a baxter clinical educator reported a facility nurse called stating she was having issues with minicaps falling off of patients and causing peritonitis. Reportedly, there were four patients affected. The nurse indicated of the four events involving the product, only one patient had a confirmed diagnosis of peritonitis. Additional information was received from the facility director on (B)(6) 2011 which indicates: the facility nurse confirmed that there were a total of 4 patients involved and only 1 patient experienced peritonitis. Per the facility nurse, on (B)(6) 2011, patient (B)(6) was standing when the mini-cap fell off. The patient was not hospitalized and peritonitis was not confirmed. The patient did not receive medication for this event. Reportedly, the patient's technique was correct, however, he was retrained to ensure aseptic technique. No further information is available for this event.